Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they had a fall today and fell on concrete outside flat on their back right on the stitches. Patient stated the implanted side was swollen and their whole back was hurting from the fall. The patient was redirected to their healthcare provider to further address the issue. Since the fall, the patient has been experiencing recurrent incontinence. The patient stated that yesterday, while walking down the street, they had a sudden bowel accident, and again this morning while feeding their cats, they experienced another bowel accident.the patient was redirected to their healthcare provider to further address the issue. The patient mentioned they contacted their doctor, who sent them to the hospital for a pelvic x-ray. The x-ray has already been completed, and they were currently waiting to hear back from the healthcare provider's office. The healthcare provider advised t he patient to call to confirm whether the device was connected and functioning properly. The agent walked the patient through connecting the handset and communicator to the implant. The patient initially attempted to use an old programmer but was able to successfu lly connect using the new programmer and communicator. The patient increased the stimulation to a comfortable level and will maintain this stimulation level while continuing to track symptoms. Stimulation was confirmed in the bicycle seat area and was reported as comfortable. The patient was advised to contact their doctor if the issue persists. Additional information was received from the healthcare provider (hcp) on 2026-apr-07. The hcp reported that the fall resulted in the device not working.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient on (B)(6) 2026. They reported that they were still having accidents but not as frequent or severe as it was before replacement. The patient said their prior stimulator was replaced because they fell on their back in their on concrete.